Event description:
It was reported that; during surgery, surgeon was too scraping the endplate of l4 but he put large cage in the intervertebral as it is. After that surgery, the subduction of the cage was found. It is under observation now. It has migrated to the back side slightly, but it is currently stable. Observation has been carried out. Revisions are not planned at present.

Manufacturer narrative:
Method: device history review. Device not returned. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was confirmed that the oic peek size 13 mm - 4deg migrated after surgery upon review of images provided. Device inspection could not be performed because the device was not returned. Conclusion: the plausible root cause of the reported event is improper disc space preparation. Implanted